Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. There was no patient involvement.